Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted 2012-(B)(6); 693558 lead implanted 2012-(B)(6); 419478 lead implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos), leading to an inappropriate shock to the patient. The patient was hospitalized. The lead sensitivity was adjusted and the ventricular blanking period was lengthened. The lead remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.